Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was deactivated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On 31 may 2016 arjohuntleigh received a customer complaint where it was indicated that the resident fell out of the minerva lift due to detachment of the sling clip. It was indicated initially that there was no injury. On 21 jun 2016 additional information was received during the customer visit and the system inspection. It was reported that the resident sustained a hip fracture, hernia and wound on elbow as a consequence of the event and had an operation as a treatment. Additional details regarding circumstances of the event were obtained. It was described that caregiver wanted to make a transfer from bed to chair. After adjustment of the clips the transfer started in the direction of the wheelchair. At the end of the transfer a hit was there and the left shoulder clip of the sling detached from the lift and the resident fell on the floor. Caregiver tried to catch her.

Manufacturer narrative:
An investigation was carried out into this complaint. Following the information received it appears most likely that during the patient's transfer from bed to wheelchair the shoulder clip of the sling detached from the spreader bar of the minerva lift. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The minerva lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. It can be established that the sling and the lift, which work together as a system, were found to have been up to specification, when the event took a place and were being used for patient handling, but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: from simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked if the clips are correctly attached and remain in tension as the weight of the patient is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. There are additional possible causes that also involve use that is not following the IFU: when a transfer occurs from a bed, this means at some point there must be a repositioning from horizontal to seated position to place a person in wheelchair. If this scenario occurred in the middle of the resident's transfer this means that (a) the clip was in place and (b) it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). Also this means that the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. This scenario seems to be related also to this event. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. The sling instruction for use (IFU) currently used 04.sc.000 int1_2 contains crucial information: "to avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously for previous incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and check the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.